Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no related quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to fully retract during use. The following information was provided by the initial reporter: "we had another insyte autoguard not retract." Bd insyte autoguard 22 ga x 1.00 inch lot 9108650 did not fully retract.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter failed to fully retract during use. The following information was provided by the initial reporter: "we had another insyte autoguard not retract." Bd insyte autoguard 22 ga x 1.00 inch lot 9108650 did not fully retract.